Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was suspected when attempting to access the right inferior pulmonary vein (ripv). An echocardiogram confirmed the effusion and a pericardiocentesis was performed. The case was aborted. The patient was hospitalized in the cardiac care unit (ccu). No further patient complications have been reported as a result of this event.